Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: there was a small amount of bleeding which was managed by applying another clip and suture but no adverse effect to the outcome of the case.

Event description:
It was reported that during a deep inferior epigastric perforator tissue flap procedure, the surgeon said a clip cut a vessel. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the msm20 device was returned in good visual condition with a clip in the jaws.   In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.